Event description:
Pacemaker lead fracture (similar event for same patient described on page 3). A 60-month old lead with impedance greater than 3000 ohms. A 39 month-old lead with impedance greater than 3000 ohms. Patient complained of feeling like he was going to pass out and wasn't feeling well for 3 months. Atrial lead impedance greater than 3000 bipolar and 413 unipolar, but had pectoral muscle stimulation which inhibited pacemaker (sensing issue). Atrial lead and generator changed on (B)(6) 2015. On (B)(6) 2010, this patient presented with lead impedance of greater than 3000 ohms on ela pass ventricular lead that was 39 months old (B)(4) which was replaced (B)(6) 2010 (laser lead extraction).